Manufacturer narrative:
Date of submission: 24-jul-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: the keypad rubber was confirmed to be torn at the "up" button. All buttons respond properly and the lab was unable to duplicate ¿tactile changes¿ as reported. The keypad was removed, and no contamination or damage was found to the key¿s contact. There was confirmed evidence of moisture and corrosion observed on the display screen inside the pump. The leak test failed due a display lens and a battery compartment leak. The pump¿s cover was removed, and further moisture corrosion was confirmed to be found to the keypad flex/connector, and also to the power printed circuit board. Unrelated to the original complaint, the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive, the keypad was thinning, and that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.